Manufacturer narrative:
Pump received with blank display due to moisture damage on electronic assembly. Moisture damage was found on motor assembly. Pump received with minor scratched display window, cracked case at display window corners and broken reservoir tube lip. Pump received without the original pump belt clip. No damage on pump belt clip slot. (B)(4).

Event description:
The customer reported via phone call that the insulin pump has fluid underneath the lcd display screen. Customer's blood glucose was 167mg/dl at the time of incident. Troubleshooting found that the customer dropped the pump in the garbage disposal. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis.